Manufacturer narrative:
Result of investigation: the device history record of part number 001269uc with lot number 0004230259 was reviewed and no issues were found. Based on the investigation and since the customer did not sent a physical sample of fg part number 001269uc with lot number 0004230259, however photo was received for the investigation. In the photo received we can appreciate that the label states that fg part number as rebreather mask confirming the reported defect. Material might have contributed to the reported defect since the product label part number 36-24137 has an incorrect description of the fg mask ped non rebreather high conc u/con part number 001269uc, describing the product as rebreather. In addition, the manufacture of the fg part number 001269uc have been paused until the corrective actions for the reported defect are implemented

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 001269uc airlife? Pediatric oxygen mask vinyl, under-the-chin style, high concentration has an incorrect label. The label on the vinyl, under-the-chin style, non-rebreather pediatric oxygen mask, high concentration is inaccurate; it states quite clearly that it is a rebreather. There was no patient involved but the customer stated that it caused a delay in treatment.